Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unresponsive buttons during a bolus. Customer tried to remove the battery and inserted it again. Customer then received a button error alarm. Customer stated that the buttons have not been pressed in and the pump has not been exposed to moisture. Customer was advised to contact their health care professional for further help.